Event description:
It was reported that o-ring became stuck on pump on 4/13/2026, causing concern about pump function. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, confirmed no housing damage, removed o-ring and cleaned pneumatic tap area with guidance from technical support, then reloaded cartridge successfully and resumed insulin therapy using same cartridge.